Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging that her one touch ultra mini meter does not power on. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information: the reported issue began approximately 6 months prior to the patient developing symptoms in (B)(6). The patient did not take any action after the alleged issue began. The patient takes humalog and metformin. It is unknown whether the patient took any insulin or a small dosage of insulin due to the meter not power on. The patient mentioned that due to her meter not powering on, she developed "low blood sugar symptoms" and was hospitalized on (B)(6) 2010 and was treated with IV for blood glucose of 43 mg/dl. This is not the first time the product is being used. The patient denied any misuse of the product. The meter did not power on by pressing the power button. The patient was using the correct test strips and the reported issue was not resolved via troubleshooting. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, whether the patient took any insulin for the past 6 months prior to developing symptoms, whether the patient had another way of testing due to the alleged issue, and exact symptoms, how long the patient was hospitalized and whether the patient's diabetes regimen changed due to the reported issue. The products were replaced. The complaint is being reported, since the patient alleged that due to the meter not power on, she developed symptoms and had to hospitalized and receive treatment for a hospital result of 43 mg/dl.

Event description:
The lay user/patient contacted lifescan alleging the meter only displays the hourglass symbol. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have spc pin 2 lifted high. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.